Event description:
It was reported that an ilet pump became unresponsive with a blank screen, stopped delivering insulin, and did not indicate charging or provide haptic or audible feedback when placed on the charger, and a replacement was arranged. Symptoms included hyperglycemia with a reported peak blood glucose over 600 mg/dl lasting about 12 hours, without loss of consciousness or other acute complications. Outcomes included interruption of insulin delivery and patient reversion to multiple daily injections as backup therapy. Investigation included collection of event details and coordination for device exchange and inspection of the returned device. Investigation of this device revealed a suspected device malfunction involving the display and power/charging functions that resulted in loss of insulin infusion. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.